Event description:
On (B)(6) 2011, pt reported, she can see wetness on the outside of her infusion device and thinks there is a leak of insulin in the system. Pt stated, her clothing was wet with insulin. Pt reported, the infusion site doesn't appear to be wet but her clothing and stomach were. Pt stated, the infusion site itself was dry. Pt reported, she was unable to see any actual leaks in the insulin cartridge, infusion adapter or infusion tubing. Pt stated, the inside of the infusion device was dry and there was no moisture in the device's cartridge chamber. Pt reported, she could not see the leak. Pt is currently on her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.